Event description:
Reporter's wife called and stated there is a recall on her husbands cardiac defibrillator. Medtronic recalled all icds and crt-ds, manufactured after 2017 with a glassed feedthrough, as they may deliver low or no energy output when high voltage therapy is needed due to inappropriate activation of the short circuit feature.